Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: needles are giving resistance when trying to push air out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: needles are giving resistance when trying to push air out.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2024137. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 24-jan-2022. D.4. Medical device lot #: 1239311. D.4. Medical device expiration date: 31-aug-2026. H.4. Device manufacture date: 27-aug-2021. H.6. Investigation: it was reported the needles are giving resistance when trying to expel air. To aid in the investigation, ten shelf cartons containing fifty units each in sealed packaging blisters from lot 2024137 and nine loose needles from lot 1239311 were received for evaluation by our quality team at the packaging site. Each sample was evaluated for a clogged needle. Lot 1239311 had zero defects out of the nine samples received and lot 2024137 had eighty-six clogged needles. The samples were then sent to the needle manufacturing site for investigation. At this site, five hundred nine samples were received. Ninety-five samples in plastic bags and the remaining four hundred fourteen samples in shelf boxes. From the ninety-five samples in plastic bags, twenty samples were randomly selected. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. Fourteen samples expelled the solution with a normal flow and six did not; these six needles are clogged. From the remaining four hundred fourteen samples, a random eighty samples were selected. A visual inspection was performed and no defects or imperfections were observed. Each of these samples were then connected to a syringe with saline solution and all the samples expelled the solution. This defect could occur if there was a process variation at the lubrication station inducing the needle clogged symptom reported. A device history record review was completed for provided material number 305916, lot numbers 2024137 and 1239311. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Verification of the lubrication station was performed. The settings and alignment of fixtures was correct. The flow of product was good. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.